Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units printer freezes when trying to print.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). Printer freezes - when trying to print. Fse replaced device's recorder (d161-00-0022 recorde) which alleviated the problem. Conducted all appropriate safety and functional checks.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units printer freezes when trying to print. No patient harm was reported.